Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge, redness, and pain. On an unknown date, a stoma culture was taken, with results pending. On an unknown date, the stoma was assessed by a nurse, who observed that the internal bumper of the peg tube was coming through the stoma. The patient also had a burst abscess around the stoma. The patient was started on keflex oral antibiotics for the stoma infection. On (B)(6) 2021, the peg-j tubing was removed and replaced at a new stoma site.